Event description:
As reported by an edward brazil affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve, there was a loss of capture of the pacemaker during valve deployment, which led to position the valve 100% aortic. The valve embolized towards the aorta, and the valve was implanted in the descending aorta. A new kit was prepared and procedure was completed.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. Imagery was provided by the site and revealed the following: first (incident) valve was embolized and deployed in the descending aorta. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into aorta was confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, 'during valve deployment there was loss of capture of the pacemaker, which led to position the valve 100% aortic.' Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, loss of capture during rapid pacing can cause sudden delivery system movement during deployment. In this case, the loss of pacing capture disrupted the balloon stability during post deployment, which led to the thv embolized toward aorta as reported. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.